Event description:
Customer reportedly received the following results on the compact plus sys within 10 minutes: 400's (mg/dl) & 100's (mg/dl). 325 mg/dl & 109 mg/dl. 525 mg/dl & 129 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.